Event description:
It was reported that an asymptomatic patient presented in clinic with multiple ams episodes caused by far field oversensing. Reviewed of the episodes revealed a signal on atrial channel following the ventricular paced events. Device reprogramming was suggested.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.